Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the texium white connector piece cracked and leaked during administration of testosterone to a patient. There was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that the texium connector cracked and leaked was confirmed. Visual inspection showed cracks on the sides of the white cap. Functional testing was performed by attempting to withdraw fluid into the concomitant syringe; fluid was not able to be withdrawn. The syringe's tip was measured to be within specification. The root cause of the observed cracks was not identified.